Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's l2 lead was explanted due to poor wound closure. Reportedly, there is no sign of infection and the patient has therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.